Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device failed in between cases (after a procedure) and while setting up for another case.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the issue was not due to the power to the monitor, instead, it was the monitor that was cutting off the power on its own during stand by. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor lost power and lost image. The issue was found during preparation for use of a gastro intestinal procedure. The procedures were completed using a similar device. There were no reports of patient harm.